Event description:
Customer stated device is 100 points off. Blood glucose =470 mg/dl. Customer called the doctor. Doctor advised customer to got to the hosp. Custoemr was given a shot of insulin and an IV of glucose at the hosp. No controls were used. A request was made for product return and replacement product was sent.